Event description:
Customer reported an error on boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint.